Event description:
A customer contacted baxter's technical service center and reported receiving system error 2240 (air in line) alarm on the homechoice (hc) machine during dwell 1. The technical service representative (tsr) assisted the home patient (hp) and explained the message. The tsr had the hp recycle the machine. The tsr informed the hp to start over using new supplies. No patient injury or medical intervention was reported. No further information is available.

Manufacturer narrative:
(B)(4). The sample is not available; therefore, baxter cannot determine the root cause. Since the lot number is unknown a batch review will not be performed.

Manufacturer narrative:
(B)(4). Baxter product surveillance contacted the nurse on (B)(6) 2011 regarding the alarm. The nurse was not aware of the alarm, however, states that the patient has resumed therapy with no further issues. Additionally, the patient was just seen at the clinic last week. There was no patient injury or medical intervention associated with this event. No further information is available.

Manufacturer narrative:
(B)(4). This report for the system error 2240 (air in line) was not confirmed due to a lack of sample. Not enough data is available within the complaint to identify root cause; therefore, the root cause of the complaint was not determined. The lot number is unknown therefore a batch review was not performed. Similar reports have been received for the reported problem. The root cause investigation is in progress through renq-CAPA-(B)(4).